Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the physical damage of the camera cable due to the excessive force during the use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg). In the evaluation of oekg the following was confirmed, there were a deformation and a damage of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error e322 occurred in the subject device, the endoscopic image was not displayed, and the color bar was displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.